Event description:
The physician was using an endeavor resolute drug eluting stent to treat a lesion in the lad. The lesion exhibited 95% stenosis. The endeavor resolute was inspected prior to use with no issues noted. During the surgery, the lesion was pre-dilated, but the device could not pass the lesion. No patient complications reported. Device was returned for evaluation and stent deformation was noted. Evaluation summary: the hypotube was undamaged. The distal tip was deformed. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st, 8th, 9th and 10th proximal segments were deformed, the 8th, 9th and 10th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology - 95% stenosis), deformation problem (stent deformed); evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (lesion morphology - 95% stenosis). (B)(4).